Event description:
It was reported that the live images were intermittently turning black. This issue wil cause the system to be unusable due to the inability to see the live image. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.